Event description:
Reporter alleged, obtaining discrepant blood glucose results of 399 mg/dl back to back with a result of 102 mg/dl, when testing was performed less than 5 mins apart on the aviva system. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.